Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on electronics. The insulin pump was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify low battery alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer mentioned that they were having issues with the battery. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.